Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing uncomfortable stimulation in their hands. It was noted that the patient had gained approximately 40 pounds. As a result, the patient may undergo surgical intervention to address the issue.